Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was on unspecified antibiotics. The cause of the peritonitis was unknown and the outcome was not reported. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). During the follow up, it was reported by the peritoneal dialysis registered nurse (pdrn) that the cause of the peritonitis was a patient¿s cat biting through the non-baxter catheter device. The patient was not hospitalized for the peritonitis and their treatment included intraperitoneal (ip) vancomycin and fortaz (doses and frequencies not reported). The patient had recovered from the peritonitis. A batch review is no longer required and will not be performed. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. A batch review will be performed for the potentially associated lot numbers h13k30034 and h13j18015. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.